Manufacturer narrative:
Trackwise - (B)(4). Updated section - b4, d9, g3, g6, h2, h3, h6, h11 corrected section - h6 (health effect ¿ impact codes, problem code) the device was returned to the factory for evaluation on 02/27/2025. An investigation was conducted on 03/04/2025. A visual inspection was conducted. Signs of clinical use and evidence of charred biomaterial was observed. The heater wire was observed to be bent away from the jaw. Both of the clear intact silicone insulation on the cold jaw and hot jaw were observed to be intact. The heater wire was observed to have charred biomaterial, and no other visual defects were observed on the rest of the hp2 tool. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot #3000412961 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported vasoview hemopro 2 had an issue.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 had an issue. The jaws of the probe broke electro film came away from jaws. No products where left or disconnecting from the device to fall of, although the jaw electrode disconnected it was only one edge which meant not working. A new device was used to complete the procedure. There was no patient harm known at this time. There was a minimal delay interruption.

Manufacturer narrative:
(B)(4). Corrected section: d4 UDI#,e3,h6-patient code changed to 4582; device code changed to 1454.